Manufacturer narrative:
As reported, the simpulse solo device stopped working halfway through the procedure. The subject device was returned for evaluation. During the sample evaluation the latch that retains the battery pack was detached and not returned with the device. How or when the latch became detached was not reported. Functional evaluation of the device returned was performed by connecting the unit to the lab IV bag filled with water. The returned sample was found to power up when the trigger was compressed and irrigate as intended. The reported event may be the result of the battery latch detaching and causing batteries to not be fully engaged presenting a no power condition. Review of manufacturing records confirms product was manufactured to specification. This emdr represents device #1, an additional emdr was submitted to represent device #2 for detachment of component.

Event description:
As reported, during orthopedics procedure on (B)(6) 2021 a simpulse solo w/soft splash shield tip device was used. The device stopped working half way through the procedure and a new one was opened. It was reported that three simpulse solo devices were opened and used during the same procedure and all the devices stopped working half way through the procedure. As reported, the procedure was completed using another simpulse solo device. There was no reported patient injury.